Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken top case, broken bottom case, a cracked right plunger case, and a broken power alternating current (ac) receptacle. A review of the event history log identified motor rate error and motor not running. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. Replaced the worm coupling. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.

Event description:
It was reported that a motor rate error event occurred with no patient injury reported.